Event description:
Customer reported erroneous low platelet counts were obtained for one patient over several days, when using a coulter lh 780 hematology analyzer. There were instrument generated flags of "giant platelets" and "platelet clumps" with the results for the specimen tested on (B)(6) 2010. The test results were determined to be erroneous when compared to a manual estimate of platelets on a blood smear slide. The erroneous low platelet counts were reported out of the laboratory. Corrected reports of the manual slide estimates were issued. No reports of death or serious injury, and no affect to patient treatment as a result of this event. This event represents event 3 of 6 events reported by this customer for the same patient, tested over multiple days with the same analyzer.

Manufacturer narrative:
The instrument was within quality control specifications with respect to control (accuracy) and reproducibility (precision). Samples were rerun to confirm accurate back to the last acceptable control run. Controls were run before and after the event and recovered within assay limits. Service was not dispatched for this event. Raw data analysis was conducted. The instrument did generate a flags for giant platelets and platelet clumps to alert the operator to further review the specimen. Root cause is unknown. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. The issue was reported in 2010 as MDR 1061932-2010-00041. During the retrospective review, it was determined that additional mdrs were required to be filed. This MDR represents event 3 of 6 reported. This MDR is related to the following mdrs that have been reported: MDR 1061932-2010-00041, 01213, 01215, 01216, 01217.